Event description:
During device evaluation by baxter on a colleague infusion pump, a false upstream occlusion alarm occurred. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.

Manufacturer narrative:
The condition of a false upstream occlusion alarm was confirmed through evaluation. The pump head module channel b was replaced to correct the reported condition. Should additional information become available, a follow up MDR will be submitted. (B)(4)

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of "occlusion - upstream - false alarm". (B)(4).